Event description:
It was reported that the white part of the packaging shredded while opening the product. No adverse consequences were reported.

Manufacturer narrative:
There were two packages associated with this complaint. The product was returned for evaluation. It was visually confirmed that the product packaging had torn in a non-uniform manner. It was not possible to determine the root cause of this issue.